Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level as well as low blood glucose level. Customer's blood glucose value was 400 mg/dl and 47 mg/dl. Customer stated that they were experiencing low blood glucose and they treated via food. Customer stated that they experiencing low blood glucose in 1 hour. Customer stated that they using the insulin pump system within 48 hours of reported low blood glucose event. Auto mode was active at time of low blood glucose event. The insulin pump will not be returned for analysis.